Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue using a known good 50cc sensation catheter as well as a non-fiber optic 50cc catheter. The fse also tried a 40cc sensation catheter and a non-fiber optic catheter and both 40cc catheters worked fine without any issues. Upon further evaluation, it was recommended to the customer that they only use 40cc non fiber optic catheters until this issue can be addressed and resolved. The fse notified that customer that the getinge sales rep will be replacing their 50cc catheters with new 40cc catheters. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The fse also reported that the issue may be related to a similar issue found at another facility in colorado resulting from higher altitude. The manufacturer is aware and is currently working on a resolution to address the issue.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced autofill failures when attempting to initiate pumping, using a sensation 50cc intra-aortic balloon (iab) catheter. There was no indication of a leak and all connections were secure. The staff tried again using a second console and a second iab catheter, yet the same failure occurred. The customer had to transport the patient to aurora, co without iabp support due to the issue. No patient harm or adverse event was reported. Please refer to mw5078582.